Event description:
It was reported that the lead was explanted due to dislodgement. A sensing and capture anomaly was observed during a follow-up.

Manufacturer narrative:
Evaluation summary: analysis found the lead to exhibit normal electrical characteristics. Mechanical and visual analysis found dried body fluid/tissue on the distal coil, preventing retraction of the helix. Once cleaned the helix could be extended and retracted with 13 turns without any obstruction/restriction. There were no lead shorts, opens or insulation anomalies. The analysis of the lead did not reveal any device condition that would have contributed to the reported sensing and capture anomaly.